Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's spouse called and reported customer was working outside when his blood glucose went low and he fell and broke his ribs. He was taken to the hospital and his blood glucose was 48 mg/dl. The perceived cause of low blood glucose was overcorrection. Caller did not wish to perform troubleshooting with the insulin pump.